Manufacturer narrative:
Evaluation was not possible as the device is implanted and will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. No other investigation by smith & nephew is warranted. (B)(4).

Event description:
It was reported that after having performed a posterior lateral corner repair procedure using biosure ha 6mm x 20mm and after implantation of the device, it was discovered that the device expiration date has expired. It was decided to keep the screw in the patient. This incident did not result in any patient injury or complications.